Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and did not like the way the lens seated in the eye. The incision was enlarged to remove the lens. The reporter stated there was not a problem with the lens, the surgeon just decided to use a different lens. Another type of lens was implanted and the incision was sutured.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that a small piece of a haptic lens was torn off and missing. There was evidence of a clear surgical residue.